Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 306 mg/dl. The occlusion may have been associated with the infusion set site; however, the cannula was not compromise. Reportedly, customer changed the infusion set site and resumed pump therapy.